Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The endoscope was analyzed and found to have an endoscopic adapter (aea) bearing friction issue. Additionally, the endoscope cable was visually inspected and found to have a defect at zone c near the endoscope housing. A visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. Discoloration was also noted on the housing. There was a transmittance test failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer found a loose piece in the bottom of the tray when opening a 30-degree endoscope. There was no reported injury to the patient.